Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got stuck in the applier and did not come out to be loaded during use. Therefore, the device was replaced the with a new one. No clip fell/remained in patient.

Event description:
It was reported that a clip got stuck in the applier and did not come out to be loaded during use. Therefore, the device was replaced the with a new one. No clip fell/remained in patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A closed clip was partially loaded incorrectly and was stuck in the bent rotation tab. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip became stuck in the bent rotation tab. The following clip was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A closed clip was partially loaded incorrectly and was stuck in the bent rotation tab. Upon functional inspection, the next clip became stuck in the bent rotation tab and the following clip was protruding from the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.